Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this tachycardia therapy was programmed off per physician order due to the device's end of life (eol) battery status and the delivery of multiple inappropriate shocks for atrial fibrillation that was conducted to the patient's right ventricle. The device was replaced the following day with no adverse effects. A monitor-only zone was programmed for the range of rates associated with the inappropriate shocks.